Event description:
The customer reported that the vertical column will not go up/down. The adjustable table was used instead to complete the procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the ps3, but the tower did not go up/down. He then replaced the power motor relay, but the tower will only go up in 5 cm increments. He ordered another power motor relay, but rec'd the same results. He then replaced the column. The system is operating as intended.